Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  in 2019 the patient's device had almost completely stopped helping them so they turned it off. It was also noted it was taking 5-6 hours to charge and was giving them minimal benefits so they stopped using it. The patient was redirected to their healthcare provider to further address the issue. [See related sr (B)(4) for omitted information.].